Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon ruptured occurred. A 5.50mm x 12mm nc emerge was advanced for dilatation. However, during second inflation, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.:returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded and the tip was damaged. There were numerous kinks throughout the catheter. Microscopic inspection revealed a pinhole and scratches above distal edge of distal marker.

Event description:
It was reported that balloon ruptured occurred. A 5.50mm x 12mm nc emerge was advanced for dilatation. However, during second inflation, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.